Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found a damaged(detached) downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. A functional test was performed, but the customer¿s reported problem was not duplicated. The root cause of the issue was unknown. The dso seal, battery compartment and lens will be replaced.

Event description:
The customer returned product for "screen changing color when we touch button" during physical inspection it was found that the downstream occlusion (dso) seal was damaged (detached)" there was no patient involvement.